Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the hcp received a call from the patient on (B)(6) 2003 who indicated she was "having problems with her morphine pump" with severe nausea and vomiting. She was instructed to go to the emergency room (ER). The hcp was going to meet her there. No other information was provided. No further complications were reported.